Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported the guide wire frayed when attempting to thread the catheter into the patient's artery. The device was removed from the patient. There was a delay in therapy but there was no patient harm, no patient death, and no patient complications reported. It was noted a second kit was not used when this occurred.